Manufacturer narrative:
(B)(4).

Event description:
It was reported that during hospitalization, the patient developed a pocket hematoma. This was treated with an arm immobilizer and pressure dressing. The patient was discharged and will continue to be monitored.